Event description:
The clinician reports the implant was inserted (B)(6)2023 in ada 8. On (B)(6)2023, non-osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, bleeding, abscess, fistula and inflammation. No further patient complications were reported.